Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tube caused a clog in a probe due to gel accumulation. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: describe event or problem: it was reported that a customer stock of 6,000 bd vacutainer® sst¿ ii advance plus blood collection tubes caused a clog in a probe due to gel accumulation. No serious injury or medical intervention was reported. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and they indicated the customer's daily non-conformance forms. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to the performance and quality of the gel barrier as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retention samples, there were no issues found relating to the performance and quality of the gel barrier. Root cause description: based on the investigation, a root cause could not be determined. The retained product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a customer stock of 6,000 bd vacutainer® sst¿ ii advance plus blood collection tubes caused a clog in a probe due to gel accumulation. No serious injury or medical intervention was reported.